Event description:
Event description guidant received information that the patient is very symptomatic to ventricular pacing and had a positive tilt table test. Patient also nearly passed out and experienced a severe effect while dining at a restaurant over the weekend. No product performance issue was reported.